Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a secondary infusion of penicillin g potassium + 5 million units (100ml) was programmed to infuse at 100ml/hr, however when the nurse unclamped the secondary line, the antibiotic free flowed, completely empting the bag within 1-2 minutes. The device was just above the level of the bed and the secondary line was hung higher than the primary infusion. The patient, already in active labor at the time of the event, experienced burning of the IV site. The md assessed the patient, however there was no report of lasting harm to the patient or baby and no medical interventions needed. Also infusing was a primary infusion of lactated ringers at a rate of 125ml/hr. A second lvp was attached however was not infusing. It was reported that when the user was removing the tubing from the device, the door was difficult to open. Received a copy of the customer¿s medwatch report which states, ¿alaris pump channel a malfunctioned. This event was involving primary lr infusion and penicillin antibiotic secondary infusion. Rn initiated lr infusion. Secondary line attached per protocol above the pump and hanging higher than the primary line. As soon as the secondary line was unclamped, the antibiotic infused rapidly (free flow). By the time the pump was started the patient had already (illegible) attempting to remove tubing from pump, channel a very difficult to open; unsure if issue with the door contributed to the free-flow of antibiotic. Md assessed patient right away. Patient was laboring at the time. There was no harm to patient or baby. No additional interventions were needed as a result of the malfunction. Alaris pc serial number is (B)(4). Pump a serial number is (B)(4). There were no issues identified with pump b, but it was left attached, as it was associated with the involved pc. Pump b serial number is (B)(4). Unfortunately, tubing associated with the event is not available for return to the manufacturer.¿

Manufacturer narrative:
Correction: concomitant medical products.

Event description:
The customer reported a secondary infusion of penicillin g potassium + 5 million units (100ml) was programmed to infuse at 100ml/hr, however when the nurse unclamped the secondary line, the antibiotic free flowed, completely empting the bag within 1-2 minutes. The device was just above the level of the bed and the secondary line was hung higher than the primary infusion. The patient, already in active labor at the time of the event, experienced burning of the IV site. The md assessed the patient, however there was no report of lasting harm to the patient or baby and no medical interventions needed. Also infusing was a primary infusion of lactated ringers at a rate of 125ml/hr. A second lvp was attached however was not infusing. It was reported that when the user was removing the tubing from the device, the door was difficult to open. Received a copy of the customer¿s medwatch report which states, ¿alaris pump channel a malfunctioned. This event was involving primary lr infusion and penicillin antibiotic secondary infusion. Rn initiated lr infusion. Secondary line attached per protocol above the pump and hanging higher than the primary line. As soon as the secondary line was unclamped, the antibiotic infused rapidly (free flow). By the time the pump was stopped, the patient had already received the full dose of penicillin via free-flow bolus. The pump was pulled from patient care. When attempting to remove tubing from pump, channel a was very difficult to open; unsure if issue with the door contributed to the free-flow of antibiotic. Md assessed patient right away as patient was laboring at the time. There was no harm to patient or baby. No additional interventions were needed as a result of the malfunction. Alaris pc serial number is (B)(4). Pump a serial number is (B)(4). Pump b serial number is (B)(4). There were no issues identified with pump b, but it was left attached, as it was associated with the event & involved pc. " later received report of biomed findings; no issues were found during biomed testing of the pcu and 2 pump modules. The customer later provided a location of the birth unit.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that at 11:34 am the pump module received a remote IV request for drugid 3 to infuse at a rate of 125ml/hr with a vtbi of 1000ml and the user started the infusion. At 11:35 am, the device received a remote IV request for a secondary infusion of drugid 506 to infuse at a rate of 125ml/hr with a vtbi of 998ml. The user started the infusion. At 11:37 am, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 2.103ml for the primary infusion and 1.911ml for the secondary infusion. Functional testing was performed and found the device to be delivering fluid within specification. During rate accuracy testing, the door was able to open and close without any issues. The root cause of the customer¿s report of an overinfusion was not identified. The tubing set-up was not received for investigation.

Event description:
Received a copy of the customer¿s medwatch report which states, ¿alaris pump channel a malfunctioned. This event was involving primary lr infusion and penicillin antibiotic secondary infusion. Rn initiated lr infusion. Secondary line attached per protocol above the pump and hanging higher than the primary line. As soon as the secondary line was unclamped, the antibiotic infused rapidly (free flow). By the time the pump was stopped, the patient had already received the full dose of penicillin via free-flow bolus. The pump was pulled from patient care. When attempting to remove tubing from pump, channel a was very difficult to open; unsure if issue with the door contributed to the free-flow of antibiotic. Md assessed patient right away as patient was laboring at the time. There was no harm to patient or baby. No additional interventions were needed as a result of the malfunction. Alaris pc serial number is (B)(4). Pump a serial number is (B)(4). Pump b serial number is (B)(4). There were no issues identified with pump b, but it was left attached, as it was associated with the event & involved pc."

Manufacturer narrative:
Additional information provided: mw5076738.

Event description:
Later received report of biomed findings; no issues were found during biomed testing of the pcu and 2 pump modules.

Event description:
The customer reported a secondary infusion of penicillin g potassium + 5 million units (100ml) was programmed to infuse at 100ml/hr, however when the nurse unclamped the secondary line, the antibiotic free flowed, completely empting the bag within 1-2 minutes. The device was just above the level of the bed and the secondary line was hung higher than the primary infusion. The patient, already in active labor at the time of the event, experienced burning of the IV site. The md assessed the patient, however there was no report of lasting harm to the patient or baby and no medical interventions needed. Also infusing was a primary infusion of lactated ringers at a rate of 125ml/hr. A second lvp was attached however was not infusing. It was reported that when the user was removing the tubing from the device, the door was difficult to open. Received a copy of the customer¿s medwatch report which states, ¿alaris pump channel a malfunctioned. This event was involving primary lr infusion and penicillin antibiotic secondary infusion. Rn initiated lr infusion. Secondary line attached per protocol above the pump and hanging higher than the primary line. As soon as the secondary line was unclamped, the antibiotic infused rapidly (free flow). By the time the pump was stopped, the patient had already received the full dose of penicillin via free-flow bolus. The pump was pulled from patient care. When attempting to remove tubing from pump, channel a was very difficult to open; unsure if issue with the door contributed to the free-flow of antibiotic. Md assessed patient right away as patient was laboring at the time. There was no harm to patient or baby. No additional interventions were needed as a result of the malfunction. Alaris pc serial number is (B)(6). Pump a serial number is (B)(6). Pump b serial number is (B)(6). There were no issues identified with pump b, but it was left attached, as it was associated with the event & involved pc. " later received report of biomed findings; no issues were found during biomed testing of the pcu and 2 pump modules. The customer later provided a location of the birth unit.

Manufacturer narrative:
The customer¿s experience of an over infusion was neither confirmed nor replicated. The pcu event log shows the system was powered on at 11:33 am on (B)(6) 2018. At 11:34 am, pump module s/n (B)(6) received a remote IV request for drug ID 3 to infuse at a rate of 125ml/hr with a vtbi of 1000ml and the user starts the infusion. At 11:35 am, the device received another remote IV request. This time for a secondary infusion of drugid 506 to infuse at a rate of 125ml/hr with a vtbi of 998ml. The user starts the infusion. At 11:36 am, the user pauses the infusion and then restarts 15 seconds later. At 11:37 am, the user channels the device off and the system is shut down and powered off. The volume recorded as being infused during this period was 2.103ml for the primary infusion and 1.911ml for the secondary infusion. Functional testing performed found the pump module to be delivering fluid within specification. During rate accuracy testing, the door was observed to be able to open and close without any issues. The device was also observed to be able to occlude fluid when the pump module door was in either opened or closed and free flow was not observed. The disposable sets were returned for investigation and were unable to be checked for a possible backflow issue.

Event description:
The customer reported a secondary infusion of penicillin g potassium + 5 million units (100ml) was programmed to infuse at 100ml/hr, however when the nurse unclamped the secondary line, the antibiotic free flowed, completely empting the bag within 1-2 minutes. The device was just above the level of the bed and the secondary line was hung higher than the primary infusion. The patient, already in active labor at the time of the event, experienced burning of the IV site. The md assessed the patient, however there was no report of lasting harm to the patient or baby and no medical interventions needed. Also infusing was a primary infusion of lactated ringers at a rate of 125ml/hr. A second lvp was attached however was not infusing. It was reported that when the user was removing the tubing from the device, the door was difficult to open. Received a copy of the customer¿s medwatch report which states, ¿alaris pump channel a malfunctioned. This event was involving primary lr infusion and penicillin antibiotic secondary infusion. Rn initiated lr infusion. Secondary line attached per protocol above the pump and hanging higher than the primary line. As soon as the secondary line was unclamped, the antibiotic infused rapidly (free flow). By the time the pump was stopped, the patient had already received the full dose of penicillin via free-flow bolus. The pump was pulled from patient care. When attempting to remove tubing from pump, channel a was very difficult to open; unsure if issue with the door contributed to the free-flow of antibiotic. Md assessed patient right away as patient was laboring at the time. There was no harm to patient or baby. No additional interventions were needed as a result of the malfunction. Alaris pc serial number is (B)(4). Pump a serial number is (B)(4). Pump b serial number is (B)(4). There were no issues identified with pump b, but it was left attached, as it was associated with the event & involved pc. " later received report of biomed findings; no issues were found during biomed testing of the pcu and 2 pump modules. The customer later provided a location of the birth unit.